Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number: 9119696 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. All inspections and functionality tests performed were found to be within specification. To further investigate this incident, one physical sample was provided for evaluation by our quality engineer team. The sample was found to have a fully activated safety device, therefore, the reported defect could not be verified. Our quality engineer team attempted to reproduce the reported incident with ten samples from the production line, however, all of the samples were activated without issue. Based on the investigation results, a manufacturing related cause could not be determined for this incident. Our quality team will continue to monitor the production process for potential defects and emerging trends.

Event description:
It was reported that safety shield activation failure occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "when the cannula is pulled out of the catheter, the tip of cannula is not locked in the stab protection. The cannula is exposed. There was a stab injury during disposal. This product has been discarded. The enclosed visual sample shows exactly the same problem, but is not contaminated. It was not used on the patient, but was used to check whether the phanomania occurs again. Unfortunately, the tip of the cannula has also not locked into the stab protection." No medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield activation failure occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "when the cannula is pulled out of the catheter, the tip of cannula is not locked in the stab protection. The cannula is exposed. There was a stab injury during disposal. This product has been discarded. The enclosed visual sample shows exactly the same problem, but is not contaminated. It was not used on the patient, but was used to check whether the phonomania occurs again. Unfortunately, the tip of the cannula has also not locked into the stab protection." No medical intervention was reported.